Event description:
It was reported that a patient was "having a complication with the battery that was implanted". It was stated that the battery "was not well secured, and it rotates and flips". It was stated that this was painful for the patient. It was noted that the reporter was "seeking help with battery replacement or revision".

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3889-28 lot# v242433, implanted: 2009 (B)(6); product type lead (B)(4).